Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of incomplete cut is confirmed and was determined to be manufacturing related. One 4 fr dual lumen powerpicc provena catheter and one 3cg stylet inserted into a t-lock were returned for evaluation. An initial visual observation showed a partial cut in the catheter tubing approximately 4.5 cm proximal to the distal end of the catheter. This partial cut was measured to be approximately 1.5 cm distal to the 54 cm depth marker and approximately 57 cm distal to the molded joint. The segment of catheter distal to the partial cut became detached during handling of the sample. No depth markers were observed on this detached catheter segment. A microscopic observation revealed striations on most of the two surfaces of the cut; however, the location the catheter was partially attached was observed to be uneven and granular. The location of the partial cut in the returned catheter indicates the cut was made during the catheter trimming process of manufacturing; therefore, the cause of the incomplete cut is manufacturing-related. The investigation has been forwarded to the manufacturing facility for further evaluation. ----------------------------------------------------------------------------------------------------- reynosa evaluation complaint due to ¿PICC line had not been completely cut¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual, and measurements taken at vad lab the following was concluded: the distal end of shaft tubing was found to be cut but partially attached to the catheter. The lack of cut while performing the catheter trimming final length was confirmed. This kind of issue was caused during the manufacturing process and makes the device unusable for the patient¿s treatment. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of reen2003 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the PICC line had been cut in manufacturing, at the 55 cm mark - but it hadn't been completely cut, so the end of the catheter was hanging off." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen2003 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the PICC line had been cut in manufacturing, at the 55 cm mark - but it hadn't been completely cut, so the end of the catheter was hanging off." No other information was provided.